Event description:
It was reported that the patient felt uncomfortable with a stuffy chest and shortness of breath. No telemetry was observed and the ECG showed no pacing signal. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing found the device in a no output and no telemetry condition. Further analysis determined this was the result of lifted hybrid bond wires. The device is part of the advisory for this model and tested consistent with the advisory .